Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. (B)(4).

Event description:
The customer's family was reported via phone call that they were experienced high blood glucose level. The blood glucose reading was 601 mg/dl. Customer was assisted with trouble shooting. It was unknown that auto mode feature active at the time of incident. The insulin pump will be returned for analysis.